Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of abnormal image was not confirmed. Based on the results of the investigation, the root cause of the suggested event could not be established. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during reprocessing.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the flex video scope exhibited loss of vision and blurred vision. There were no reports of patient harm.